Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary delays occurred while performing tasks. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tasks were delayed. A technical support specialist (tss) dialed into the device and checked that the database size was normal. The tss logged into the station and navigated to my patients and all available patients, and the screen navigated to a blue screen with no delays. The tss performed a reboot on the device, and it went smoothly. The tss sent the customer an email and requested verification from her end. The customer verified that there was no delay and gave approval to close the case. The system functioned as intended after the technical support specialist troubleshot the device.